Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer and nurse in (B)(6) of patient made mistake/touch contamination and peritonitis with culture positive for staphylococcus epidermidis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. On an unreported date, the patient made a mistake/touch contamination which resulted in peritonitis on (B)(6) 2012. The patient was not hospitalized. On an unreported date, the patient started vancomycin (dose, frequency and route not reported) for treatment of peritonitis. Peritonitis was recovering. Patient made mistake/touch contamination not reported. The nurse stated that, the peritonitis with culture positive for staphylococcus epidermidis was not related to dianeal therapy and an opinion of causality was not provided for the event of patient made mistake/ touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd890525, gd890418, and gd888503 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.